Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. A beckman customer technical specialist (cts) followed up with customer and customer stated they had replaced probe, ran detergent as w2 liquid and also updated dilution parameters to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for digoxin on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.